Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, meditech and pyxis were not communicating. The customer reported that the orders were not crossing over to pyxis for nursing to pull medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that meditech and pyxis were not communicating. A technical support specialist (tss) logged into the es server, noticed that the devices were communicating with the server, and confirmed that no devices were on critical override. The tss observed that xml messages were flowing properly between meditech and the es server. The customer was informed via email that the issue had been resolved, and the case was closed accordingly. The system functioned as intended after the technical support specialist investigate the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, meditech and pyxis were not communicating. The customer reported that the orders were not crossing over to pyxis for nursing to pull medication. There were no adverse events or injuries reported based on this incident.